Manufacturer narrative:
Terumo has received the actual device; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass surgery, the oxygenator was not oxygenating as well as the perfusionist wanted. Product was not changed out. Surgery was successful.